Event description:
(B)(4). No serious injury alleged. Malfunction alleged. Dealer states that the unit broke in half while using it. This is the 2nd time. First time was (B)(6) 2011, and was not reported. The part number has been provided, however no model number or serial number have been able to be obtained through multiple phone calls to the dealer. MDR filed.

Manufacturer narrative:
(B)(4) has been initiated for this issue. Model unknown, serial number/date code unknown. The owner's manual was issued with this device. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. Malfunction has not been confirmed. The model number or serial number have not been able to be obtained through multiple phone calls to the dealer.